Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance, noise, high thresholds and diminished p- waves, due to fracture. The lead was capped and replaced.